Manufacturer narrative:
Initial and final (B)(4) - device 1 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia due to a leakage event on (B)(6) 2026. The infusion set tubing was leaking at the insertion site. The infusion sets had been in use for two days. The patient blood glucose level was high and was treated with a correction bolus via pump. The issue occurred with four infusion sets. No further information available.